Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced multiple surgical revisions, excision, recurrence, lysis of adhesions and chronic pain. After treatment, the patient experienced revision surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh contracted, mesh pulled away, fluid collection, seroma, seropurulent fluid, abscess, infected mesh, fistula, bulging, purulent discharge, right sided swelling, right lateral thigh numbness, nausea, vomiting, bowel obstruction, mesh erosion, defective mesh, pain, and inability to work. Post-operative patient treatment included revision surgery, removal of mesh, lysis of adhesions, repair of hernia with mesh, closure of colostomy, abdominal wall exploration, and drainage of fluid collection.

Manufacturer narrative:
(Added migrate/a0104) correction: removed h6: mdifad/a040102, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh contracted, mesh pulled away, fluid collection, seroma, abscess, infected mesh, fistula, bulging, purulent discharge, right sided swelling, right lateral thigh numbness, nausea, vomiting, bowel obstruction, mesh erosion, defective mesh, pain, perforation, inflammation, mesh eventration, and inability to work. Post-operative patient treatment included revision surgery, removal of mesh, lysis of adhesions, repair of hernia with mesh, closure of colostomy, abdominal wall exploration, CT-scan, ultrasound, ileal loops, medication, and drainage of fluid collection. Relevant tests/laboratory data (B)(6) 2009: md note states CT scan showed recurrence of her previous hernia with technical failure of the previous mesh repair pulling away from the abdominal wall and what appears to be large bowel herniating over the mesh (B)(6) 2012: op note stated CT scan showed large fluid collection around mesh which appeared to be chronic seroma. (B)(6) 2014: abdominal CT showed fat containing umbilical hernia, large right abdominal wall defect at site of prior repair with herniation pf small and large bowel (B)(6) 2014: ultrasound of ruq showed apparent recurrence of hernia, hernia sac with small amount of fluid (B)(6) 2014: abdominal CT scan showed recurrent right flank hernia, with ileal loops as well as ascending colon adherent to hernial sac. (B)(6) 2016: abdominal CT showed large right-sided abdominal hernia containing right colon and loops of small bowel, interval resolution of large fluid collection near previous repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh contracted, mesh pulled away, fluid collection, seroma, seropurulent fluid, abscess, infected mesh, fistula, bulging, purulent discharge, right sided swelling, right lateral thigh numbness, nausea, vomiting and inability to work. Post-operative patient treatment included revision surgery, removal of mesh, lysis of adhesions, repair of hernia with mesh, closure of colostomy, abdominal wall exploration, and drainage of fluid collection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh contracted, mesh pulled away, fluid collection, seroma, seropurulent fluid, abscess, infected mesh, and fistula. Post-operative patient treatment included revision surgery, removal of mesh, lysis of adhesions, repair of hernia with mesh, closure of colostomy, abdominal wall exploration, and drainage of fluid collection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.